Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead was involved in a system revision due to high pacing thresholds of 3.5 volts at 1.0 ms. The patient was hospitalized for cerebrovascular accident (cva) or stroke and had fallen downstairs several weeks had passed. After patient fall, the lv pacing impedance went to greater than 2,000 ohms. The field representative was not sure if it was related to the incident. The physician decided whether to extract or possibly reuse the other chronic lead with shocking coils in the future. Additional information was obtained indicating that there was no noise observed on this lead and stated that there is no way to identify if fall could have caused the high out-of-range (oor) pacing impedance in this lead. This brady lead was capped and surgically abandoned in the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that this brady lead was involved in a system revision due to high pacing thresholds of 3.5 volts at 1.0 ms. The patient was hospitalized for cerebrovascular accident (cva) or stroke and had fallen downstairs several weeks had passed. After patient fall, the lv pacing impedance went to greater than 2,000 ohms. The field representative was not sure if it was related to the incident. The physician decided whether to extract or possibly reuse the other chronic lead with shocking coils in the future. Additional information was obtained indicating that there was no noise observed on this lead and stated that there is no way to identify if fall could have caused the high out-of-range (oor) pacing impedance in this lead. This brady lead was capped and surgically abandoned in the patient. No adverse patient effects were reported.